Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the shocking was that the battery was dying. The device was removed. The patient¿s weight was 132 pounds. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s previous device shocked the patient. It was asked but was unknown when the event occurred but the patient stated probably in 2006, 2008, around there. No further complications were reported/anticipated.